Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2021 to (B)(6) 2021. The customer blood glucose level did not go over 250 mg/dl but right now 455 mg/dl, earlier it was 450 mg/dl, took insulin to cover with insulin pump. The customer was assisted with troubleshooting. The customer was treated with insulin pump and intravenous insulin drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was not active. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.